Event description:
It was reported with the use of the bd plastipak¿ hypodermic syringe luer lok¿ there was an issue with foreign matter. There was no report of injury or further medical intervention.

Manufacturer narrative:
One used sample unit was received for evaluation by our quality engineer. As the sample was contaminated with cytotoxic drugs, it could not be tested according to bd procedure. A device history record review did not reveal any issues during the production of lot number 1708005 that could have contributed to the alleged defect. The liquid detected by the customer is lubricant (silicone) which is employed during the assembly process to lubricate the cylinders in the silicone station. Silicone employed on this product is medical grade and it is authorized for this procedure. As further evaluation of the sample could not be performed, a definite root cause could not be identified.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastipak¿ hypodermic syringe luer lok¿ there was an issue with foreign matter. There was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported with the use of the bd plastipak hypodermic syringe luer lok there was an issue with foreign matter. There was no report of injury or further medical intervention.